Manufacturer narrative:
The phaco handpiece has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will filed as necessary in accordance with (B) (4) when additional reportable information becomes available. (B) (4).

Event description:
The surgeon reported a corneal burn. The surgeon felt the phaco tip may have contributed to the event. Additional information has been requested on the event and patient's status.